Manufacturer narrative:
Product ID 5076-52 lead implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device showed a dropped ventricular beat once every hour. The sensitivity was adjusted and the device remains in use. No patient complications have been reported as a result of this event.